Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant product: unknown mentor gel implant. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent primary breast augmentation with an unknown mentor gel implant. Rupture was diagnosed through mammography post procedure. As a result, the device was replaced with a mentor gel implant on (B)(6) 2018. This was previously reported under 1645337-2018-01550. Additional information was received on (B)(4) 2018. Bilateral rupture and capsular contracture occurred. As a result, bilateral prosthesis replacement with 475cc mentor memorygel breast implants was performed. This report was generated with an alert date of (B)(6) 2018, as this the earliest date in which mentor received information that there was a second impacted product.

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 6/14/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with an unknown mentor gel implant. Upon receipt by mentor, the gel contained in the device appears yellow. Brown material was observed within the device. Brown material and gel was observed on the shell surface. Upon receipt the device was severely rented. No other anomalies were found. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown material observed in the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Without the benefit of additional evaluation of the device to include leak testing and microscopic examination, no further conclusion as to the cause of the rent can be determined at this time. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. The product evaluation team concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).